Manufacturer narrative:
It was reported that during start-up, the ventilator alarmed for communication error. Our field service engineer (fse) investigated the issue on site. The pre-use check performed failed and it was found that the turbine module was faulty. The fse solved the problem by replacing the turbine module. No parts have been returned for investigation as the replaced part have been scrapped, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that on turning on the ventilator displayed a communication error with the turbine module. There was no patient involvement. Manufacturer's ref. #: (B)(4).